Manufacturer narrative:
In response to medtronic¿s request for device return, the device was returned and evaluation is currently in progress but not yet complete, however the initial inspection is detailed as follows: temperature tests prior to repair revealed the following results: point 1: 130.7°f - point 2: 125.5 °f - point 3: 116.4°f.

Event description:
It was reported that a visao 80k handpiece drill was "overheating" during setup. This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
Date of this report: (B)(6) 2016. Describe event or problem: additional information: it was confirmed by the facility that it took longer than 1 minute for the handpiece to overheat. (B)(4). Date manufacturer received: 11/22/2016. Product evaluation: service and repair evaluated the device and found that the bearings were corroded. The device was cleaned, repaired and successfully tested to specifications. Results: degradation problem (B)(4); conclusion: device repaired and returned (B)(4). Usage of device: reuse.

Event description:
Additional information: it was confirmed by the facility that it took longer than 1 minute for the handpiece to overheat.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.